Manufacturer narrative:
(B)(4). Batch # p91h9v. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 conforming clip and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the anti-backup and lockout failures. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the clips were not fed into the jaws as intended after several firings. Some clips were already closed when those were fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.